Manufacturer narrative:
Product complaint #: (B)(4). The manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional evaluation summary: an empty opened foil, one empty labeled winding former and a dispensed needle-suture of product code sxpp1a406, lot pa5120 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. In addition, a side of the tab was returned for analysis, body fluids and tissue were found. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2019 and suture was used. It was reported that the fixation feature of the thread dropped during the hip replacement. Changed another one to complete surgery. There was no adverse patient outcome reported. No additional information could be provided.